Event description:
We recently purchased 24 iabps; within 1 month of deployment, 9 of the devices needed their augmentation valve replaced. Failures occurred at different times, but there were 9 devices with issues. Manufacturer response for iabp, ac3 optimus (per site reporter). Service was done by the rep; valves were replaced when service was done.